Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient experienced vomiting and could not stand up. The patient reported inaccurate cgm values and gave as an example that the cgm reading on the pump was 481 mg/dl (this was reported by the patient, although the cgm value is outside of the 40-400 mg/dl range, the cgm display device will show high for values above 401 mg/dl) and the bg reading was 281 mg/dl. In addition, the patient reported that the cgm inaccuracy was 100 points off and that the higher cgm values would cause her insulin pump to give her too much insulin and experience hypoglycemia. She reported that her bg was out of control and the cgm reading wasn´t correctly reading the entire time. The parents called an ambulance, and the patient was taken to the hospital around 4 pm. There she was treated with unspecified IV medication. The patient was discharged on (B)(6) 2023 around 12 pm, at that time the bg reading was 104 mg/dl. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. It has been reported that there was a difference in readings of 100 points off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.